Event description:
The customer reported that the cine function was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge and the cine drive were replaced. The system was tested and found to be working as intended and put back into service.